Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: it was reported that during a kidney stone removal, the basket of the ncircle tipless stone extractor broke. The user removed 3 stones with the device, the metal wire then broke from the top of the device and the basket no longer functioned. A new basket was replaced to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Attempts were made to acquire additional information. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Return product was received in open packaging. Device was returned with the handle in the open position. The basket's open handle was able to activate the basket. There were no visible kinks or bends in the basket sheath or in the support sheath. One of the wires that forms the basket appears to have been broken. The mlla (male luer lock adapter) was loose and the collet knob was tight. Reported failure mode was confirmed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 of the 4 basket wires broken. The basket opened and closed as the handle was functioned. There was no visible evidence that the wire broke as a result of exposure to a laser or other electrified instrument. The cause for the broken wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Initial reporter occupation = non-healthcare professional, unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a kidney stone removal, the basket of the ncircle tipless stone extractor broke. The user removed 3 stones with the device, the metal wire then broke from the top of the device and the basket no longer functioned. A new basket was replaced to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.